Event description:
Case description: investigation result: product: nvgab16. Batch: nvgab16. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The device was disassembled to examine internal parts, and a microscopic examination was performed. No foreign matter was observed inside the dose selector module. Confimed the display showed error. The resets affected the memory function of the device, as the current and all previous doses were invalidated in the dose logs. The fault was considered to be obvious to the user, as an error message appears on the display of the pen and in the app (e.g., "dose memory technical error detected").and the logs of doses prior to the reset could not be transferred. Data in the app might be missing. The issue had no impact on the mechanical function of the pen and therefore, no impact on dosage accuracy. The fault was considered a design fault of the products. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission the case have been updated with the following: expected date of fu report was extended. Company causality updated for all events. Is non-reportable updated as no. Investigation results updated. Final report ticked, expected date of fu report removed updated in EU/ca tab. B, c and d, g (imdrf) codes updated in device addendum tab. Narrative updated accordingly. Final manufacturer comment: on 16-jul-2025: the suspected device novopen 6 has been returned to novo nordisk for evaluation. Upon preliminary examination, device was found to function as per the specifications. Upon examining the internal parts of the device after dismantling, it was found that display showed error. The issue has no impact on the mechanical function of the pen and therefore, no impact on dosage accuracy. Patient experienced hyperglycaemia could be related to product handling error, as patient was using dialling click sounds to measure insulin dosage. H3 continued: evaluation summary: product: nvgab16 batch: nvgab16. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The device was disassembled to examine internal parts, and a microscopic examination was performed. No foreign matter was observed inside the dose selector module. Confimed the display showed error. The resets affected the memory function of the device, as the current and all previous doses were invalidated in the dose logs. The fault was considered to be obvious to the user, as an error message appears on the display of the pen and in the app (e.g., "dose memory technical error detected").and the logs of doses prior to the reset could not be transferred. Data in the app might be missing. The issue had no impact on the mechanical function of the pen and therefore, no impact on dosage accuracy. The fault was considered a design fault of the products.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) elevated blood glucose levels [blood glucose increased] the pen shows 'error' and doesn't work reliable. [Device information output issue] patient use the dialling clicks to estimate the dose of the insulin [wrong technique in device usage process]. Case description: this serious spontaneous case from germany was reported by a consumer as "elevated blood glucose levels (blood glucose increased)" with an unspecified onset date, "the pen shows 'error' and doesn't work reliable. (Device image display error)" with an unspecified onset date, "patient use the dialling clicks to estimate the dose of the insulin (wrong technique in device usage process)" with an unspecified onset date, and concerned a 59-year-old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", patient's height: 178 cm. Patient's weight: 80 kg. Patient's bmi: 25.24933720. Dosage regimens: novopen 6: patient was use the dialling clicks to estimate the dose of the insulin. The outcome for the event "patient use the dialling clicks to estimate the dose of the insulin (wrong technique in device usage process)" was not reported. Since last submission the case have been updated with the following: new event added"wrong technique in device usage process" product tab updated "sample returned to manufacture, operator of device, trained user" patient details added: patient medical history added (date of diabetes mellitus). Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2025-00098. Reference notes: medwatch 3500a MFR. Report number. H3 continued: no (attach page to explain why not) or provide code. 02 device evaluation anticipated, but not yet begun.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) elevated blood glucose levels [blood glucose increased] the pen shows 'error' and doesn't work reliable. [Device information output issue]. Case description: this serious spontaneous case from germany was reported by a pharmacist as "elevated blood glucose levels(blood glucose increased)" with an unspecified onset date, "the pen shows 'error' and doesn't work reliable.(device image display error)" with an unspecified onset date, and concerned a 59 years old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", patients height, weight and bmi (body mass index) were not reported dosage regimens: novopen 6: current condition: type 1 diabetes mellitus (duration not reported). On an unknown date, pen shows error and did not work and patient's free style showed blood glucose (blood glucose) of 70 and was at 600(units and values not reported) and was hospitalized (onset and discharge dates not reported) to intensive care unit. Batch numbers: novopen 6: nvgab16. The outcome for the event "elevated blood glucose levels (blood glucose increased)" was not reported. The outcome for the event "the pen shows 'error' and doesn't work reliable. (Device image display error)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.